Manufacturer narrative:
Part number: 319.006, lot number: 5751140: release to warehouse date: april 10, 2008. Manufactured by synthes (B)(4). Review of the device history records for the device and relevant components showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product investigation summary: one of each of the following was received: depth gauge (part 319.006 / lot 4899769); depth gauge (part 319.006 / lot 5751140). The returned depth gauges show regular use during their lifespans. The hooked needle stems of both devices are broken off at the base of the black body (the broken stem is approximately 75mm in length) and were not returned. These particular depth gauges are part of at least 14 technique guides including: the 2.4 mm variable angle lcp distal radius system and used to measure the depth of the holes for the 2.0mm/2.4mm screws to ensure the correct screw lengths are used during the procedure. The information is provided per the 2.4 mm variable angle lcp distal radius system technique guide. Although the damage appears to be the result of excessive weight being placed on the needle during sterile processing and does not appear to be the result of normal use; the exact cause could not be identified. This complaint is confirmed. The relevant drawing for the device(s) was reviewed. No drawing issues or discrepancies were noted. The design is adequate for its intended use and did not contribute to this complaint condition. As noted in prior complaints, the thickness of the needle (1.25 mm) is driven by the fact that the needle must fit into a drilled hole of 1.5 mm, and the length (80 mm) is determined so the slider can measure screws up to 40 mm. The material of the needle probe component (part 319.006.03) is extra hard 316ss, which is an appropriate material for an instrument component of this type. A review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Although the exact cause cannot be determined, the most probable root cause for this complaint is excessive force exerted on the depth gauge by placing / dropping heavy instruments on top of the device during the sterilization process. No manufacturing or design issues were noted during the investigation. The design is determined to be adequate for its intended use when used and maintained as recommended. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. A service and repair history record review was attempted for the subject device part number 319.006 with lot number 5751140; however, the review could not be completed because the device is a lot/batch controlled item. The manufacture date of this item is apr 10, 2008. The source of the manufacture date is the release to warehouse date. The service history review is unconfirmed. A device history record review will be requested. The subject device has been received and is currently in the evaluation process. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the measuring tips broke off of two depth gauges during cleaning. These were discovered by the hospital staff in the sterile processing department. There was no procedural or patient involvement. This report is 1 of 2 for (B)(4).